Event description:
It was reported the pump had more volume than expected. The volume discrepancy was greater than the manufacturer's specifications. The estimated residual volume was 2ml while the actual residual volume was 40ml. Troubleshooting was being considered. No patient symptoms were reported. Additional information has been requested.